Event description:
During a laparoscopic left inguinal hernia repair, doctor introduced the strap 25 device and was deploying the tack/straps. The device jammed and the tack/straps would not deploy. He opened another strap 25, and it occurred again after a few tack/strap deployments. Staff opened strap 12 and the case was completed with no patient adverse events. Not reprocessed.